Manufacturer narrative:
Eval summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was found to have the right jaw ramp broken, the right side of the cam broken and the advancer tip bent backwards. The instrument was cycled and short fed the remaining clips due to the returned condition. We have documented the circumstances as they were reported to us. In addition, an investigation has been initiated to determine the cause of this issue.

Event description:
It was reported that during a lap cholecystectomy procedure, the first two clips fired correctly, then a popping sound was heard. After the popping sound was heard, everytime the device was fired, the clips would spit out of the device. Another device was used to complete the case. There was no pt consequence.